Event description:
This clot retriever was being removed from patient when the proximal end of the device disconnected. It remains in the patient.manufacturer response for solitaire revascularization device, (brand not provided) (per site reporter).======================manufacturer's rep advised that this model device can and has disconnected. Frequently this is due to a "hard clot". New model does not disconnect.what was the original intended procedure?clot retieval.device #1is this a laboratory device or laboratory test?no.